Manufacturer narrative:
Health impact- (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Explanting physician reported rupture and "adenopathy of 12-13mm" diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Explanting physician reported rupture and "adenopathy of 12-13mm" diagnosed by ultrasound. The device has been explanted. This record relates to the left side.